Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 493 mg/dl. The customer treated their blood glucose levels with the insulin pump. The customer states that their blood glucose levels were high due to food. The customer treated their blood glucose with their insulin pump. The customer did not return the product back for analysis.